Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 250 mcg/ml of baclofen at 90 mg/day via an implantable pump for intractable spasticity. On (B)(6) 2019, it was reported that the patient was admitted for renal toxicity. The patient was seen in the ER and the physician was concerned that the intrathecal drug from the pump was a factor and requested that the pump be turned off or programmed to minimum rate. The rep interrogated the pump and noted the pump contained baclofen 250 mcg/ml; programmed with a simple continuous daily dose of 90 mcg/day; reservoir volume of 16.2 ml. The nursing staff and hospitalist could not reach the patient's managing hcp and no physician was available to provide order and programming to reduce the patient's infusion rate due to the concern that a significant dose reduction would result in baclofen withdrawal. The hospital staff indicated that they would contact the rep again when they had made contact with the managing physician and if a dose reduction was determined to be necessary. Subsequently, the rep was not contacted to make dose adjustments. There were no known environmental/external/patient factors that might have led or contributed to the issue. No diagnostics or troubleshooting measures were performed. No intervention were taken at the time of the report. No surgical intervention occurred or was planned. It was unknown if the issue was resolved. The patient's status was listed as "alive-no injury". No further complications were reported.